Manufacturer narrative:
The reference samples were visually inspected and tested for flow. All test results were within specifications. The batch record 5402150 was verified and found it within specifications. If new information becomes available, the complaint will be re-opened and appropriate actions will be taken.

Event description:
Male diabetic patient has experienced on (B)(6) 2023, a high blood glucose (bg) at about 450 mg/dl. His wife called emergency medical service (ems) and when the ems arrived, his bg was higher and kept getting higher, then the patient went into a coma state and ems ambulance called air lift to transport him to a different hospital because they did not see any brain activity. The patient admitted to hospital on (B)(6) 2023 and stayed until (B)(6) 2023, and he was told that his bg value when admitted to hospital was 1015 mg/dl. The patient was released from hospital with papers saying that the bent soft cannula of the infusion set had contributed to the incident and subsequently the hospitalization. No further information available.